Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿punctured intentionally to achieve symmetry.¿ this record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5. To unreport deflation.

Event description:
Previous medwatch submission noted deflation. Upon further information, healthcare professional reported ¿punctured intentionally to achieve symmetry" which is not device related.